Event description:
It was reported that the customer dropped the battery cap for his insulin pump down the drain. His blood glucose was over 400mg/dl at the time of reporting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.